Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the patient has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was not reported if the patient as hospitalized for the event. The same day as event onset, the patient began treatment with ceftazidime injection (1gm, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was reported that patient retraining was complete. No additional information is available.